Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 26. On 2023-12-19 , loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding and increased sensitivity. No further patient complications were reported.